Event description:
It was reported that, during a shoulder joint repair surgery, the twinfix ultra anchor broke. All the broken pieces were removed by suction. Surgery was completed with a back-up device in the original bone hole, which was prepared with a tap of 4.5mm, no voids were left. There was a surgical delay of less than 30 minutes, and no further complications were reported. Patient's status is good.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the suture strings in place and the fractured anchor on the insertion device. One of the prongs at the distal end of the insertion shaft is fractured away, the other is deformed. The anchor is fractured at the proximal end of the suture window. There is biological debris on the returned items. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specification found that the raw material strength requirements and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.